Event description:
It was reported that a pump malfunction occurred, showing malfunction code and fault ID, with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, the malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged and understood instructions.